Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15941. It was reported the pt experiences a shocking sensation in his legs when stimulation is turned on and when it is turned off. The pt stated the sensation lasts a couple seconds. The pt also stated that he lost approximately 15 pounds and the outline of the lead is visible in his back. Diagnostic testing revealed no invalid impedance readings. The next course of action is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.